Manufacturer narrative:
Device had intermittent up button response due to corroded keypad traces. However, device passed self test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected compromised force sensor system alarm noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons were not unresponsive. The customer¿s blood glucose level was 7.9 mmol/l at the time of the incident. The customer also reported that the insulin pump buttons were not unresponsive. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.